Event description:
Upon additional review, the content for the initial and supplement was in error. This MDR/file was for the revision that occurred in which the device was moved from the chest to her abdomen. Three months later, the patient had charging issues and ultimately a second surgery (which should have only been included in MFR # 3004209178-2012-11141). All ongoing issues will be reported under MFR # 3004209178-2012-11141.

Event description:
It was reported, the implantable neurostimulator (ins) was loose in the pocket. The patient had not felt the ins flip and there was no discomfort in the ins area. The ins was "not too deep" and was parallel to the surface of the skin. The ins was having coupling and/or communication issues. The last successful charge session was last wednesday. On saturday and the date of this report, the patient charged the ins for 6 and 4 hours, respectively, and was only able to charge to 50%. The patient only let the ins get depleted to 25%. Using the antenna locate feature, the patient got a connection of "32-34" when she used to get "78-80." The patient always used the antenna locate feature and adhesive discs to hold the charger in place. This was the first issue with recharging since the ins was moved from the patient's chest to her abdomen 3 months ago. It was noted the top of the ins was bulging out. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37085-95 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 37085-95 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3387s-40 lot# v236136 serial# implanted: 2009 (B)(6), explanted: product type lead product ID, 3387s-40 lot# v363992 serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported that the patient's device was surgically moved in (B)(6) 2012. The device was moved, placed in a cloth pouch, and sutured down. It was stated that the cause of the event was the device flipping and causing it not to couple with external devices. It was noted that this was the second occurrence. The patient was hospitalized for the event and the patient outcome was reported as "ongoing." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.